Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double detection and low amplitude. Boston scientific technical services (ts) recommended isometrics and pocket manipulation in various postures. The recommended troubleshooting was performed and the device was reprogrammed from the primary sensing vector to the alternative sensing vector. The patient will be monitored. New information received indicates that this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The explanted system was returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double detection and low amplitude. Boston scientific technical services (ts) recommended isometrics and pocket manipulation in various postures. The recommended troubleshooting was performed and the device was reprogrammed from the primary sensing vector to the alternative sensing vector. The patient will be monitored. New information received indicates that this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The explanted system was returned for evaluation.